Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that while using a bd 60ml luer-lok¿ syringe, it leaked. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received a 60ml syringe from lot 7255695 for evaluation. Our quality engineer was able to inspect the returned sample and determined that there was leakage past the stopper. Based off of the inspection the engineer was able to verify the reported issue. Leakage can be caused by the interaction between the diameter inside of the barrel, the outer stopper diameter, outer plunger rod bayonet diameter and applied forces during use. The syringe is more likely to leak when forces are applied to the plunger rod when it is fully extended. This was a known issue for bd and an investigation is ongoing to research and solve this issue. Findings from this investigation should be ready to be implemented by the end of this year and study on effectiveness will begin. A review of the device history record revealed zero defects and qns found during production. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. CAPA 55639 ¿ 60ml leakage past stopper is currently underway to reduce these complaints and because a dv was not completed when bd originally went from 50ml to 60ml. This CAPA involves going from 60ml to 50ml because it will increase the stability of the plunger rod. The spec deviation sd 2017-017 is currently allowing 60ml product to be sold, while also knowing that 60ml product has increased leakage past the stopper. The CAPA and validation/verification for this is expected to be completed by the end of this year. After which, a shelf life study will confirm that the product meets the leakage past stopper requirement over 5 years shelf life.

Event description:
It was reported that while using a bd 60ml luer-lok¿ syringe, it leaked. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that while using a bd 60ml luer-lok¿ syringe, it leaked. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.